Event description:
It was reported of an increased frequency of leakage after sealing the compartment of the bag.

Manufacturer narrative:
The user did not retain the bags for return, so a direct investigation was not possible. A review of the product line's history indicated the following. The interface of the bag with the sealer provided by another manufacturer appears to be related to the frequency of electrical arcing that may create a hole in the heat seal. The freezing bag reported in this event was a first revision of the physical configuration of the original freezing bag. The areas of the bag that are to be heat-sealed have a somewhat less thick plastic wall in the first revision than did the original version. This decreased thickness is associated with the increased frequency of arcing and hole formation during heat sealing over the original version. The dominant reason for the arcing is that the first generation heat sealer in use at the transplantation centers was not specifically designed to seal this type of bag, and so the ease in properly positioning the head of the het sealer to create a proper seal was less than optimal, and the power supplied to the heat sealer was 50-75% greater than required to form a good seal in the revised freezing bag. A second generation heat sealer has been developed, with a head designed to interface with the device's freezing bag's sealing area, a lower level of power delivery to the sealer head. This improved heat sealer delivers a lower level of power to the sealer head and appears to significantly reduce the incidence of arcing and hole-formation during the sealing process. As a preventative action, the firm is recommending use of this second generation heat sealer for use in conjunction with the first revision freezing bag. Summary: the cause of the holes during heat sealing reported by the user appears to be electrical arcing. The root cause is a combination of a less than optimal shape of the heat sealer and a reduced thickness of plastic in the bag seal area. As a preventative action, the firm worked with the heat sealer manufacturer to develop a second generation heat sealer with heat more appropriate to make seals in the bag. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The user did not retain the bags for return, so a direct investigation was not possible. A review of the product line's history indicated the following. The interface with the sealer provided by another manufacturer appears to be related to the frequency of electrical arcing that creates a hole in the heat seal. The freezer bag component of the device reported in this event was a first revision of the physical configuration of the original freezing bag. The areas of the bag that are to be heat-sealed have a somewhat less rf energy-absorbing polymer mass in the region of the seal than did the original version. The decreased mass in revision one of the freezing bags appears to have contributed to the increased frequency of arcing and hole formation compared to the original version of the freezing bag. The dominant reason for the arcing appears to be that the 1st generation heat sealer in use at the transplantation center was not specifically designed to seal this type of bag, and so the power supplied to the heat sealer was 50-75% greater than required to form a good seal in the revised freezing bag. A second generation heat-sealer has been identified, with a head designed to interface with the device's freezing bag's sealing area, and a lower level of power delivery to the sealer head. This improved heat sealer appears to have eliminated the incidence of arcing and hole-formation during the sealing process. As a preventative action, the firm is recommending use of this second generation head sealer for use in conjunction with the revised freezing bag. Summary: the proximate cause of the holes in heat seals reported by the user is electrical arcing. The root cause is a combination of excess energy delivery by the heat-sealer and a reduced mass of polymer in the region of the heat seal. As a preventative action, the firm has identified second generation heat sealers with characteristics more appropriate for the seals in the current device. Unless substantially significant information becomes available, this constitutes a final report.